Manufacturer narrative:
A CAPA was previously initiated by koru medical to investigate syringe ejection malfunctions. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Koru medical became aware of mw5170953 received through the FDA medwatch program stating "indication: common variable immunodeficiency, unspecified. Pt reports they were infusing hizentra today and the prefilled syringe keeps ejecting out of the pump (serial number and expiration date not provided) when she turns it on. Spring is broken. Pt had another freedom 60 pump and was successfully able to start infusion with it. No adverse event(s) reported due to product issue. Pharmacy replacing device. Return material sent for return of device associated with event. Availability of device for investigation dependent on pt returning it. No further info." Additional information was received providing patient information and the serial number of the pump involved. The pump listed in this report has not been received by koru medical. Koru medical is currently investigating this event. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.